Event description:
It was reported following a percutaneous heart catheterization procedure a 6f angio-seal vip was selected for use. Reportedly, the physician used excessive force during deployment. Bleeding continued and manual compression was applied for 15 mins. A small hematoma was present. Four days later, the pt experienced a "pins and needles" sensation and a "pulling" sensation in the right leg. The right leg was warm, normal in color with no neurologic deficit. The diagnosis was possible neuralgia and an ultrasound of the right groin was performed. The findings revealed no pseudoaneurysm or fistula was present. Fifteen days after, the heart catheterization, a duplex right leg ultrasound revealed extensive occlusive thrombus in the popliteal artery below the knee. The next day, the pt underwent a surgical right popliteal thrombectomy. The angio-seal was found within the thrombus in the popliteal artery and was removed. The pt has recovered.

Manufacturer narrative:
No product was returned for evaluation. Review of the lot history confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor pt (for at least 24 hrs) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.